Event description:
The reporter contacted lifescan on behalf of the pt alleging that their one touch ultrasmart meter was prompting the error 5 message. The customer care rep (ccr) verified that the test strips were in good condition and the correct testing technique was used. The ccr walked the reporter through a retest and the meter prompted the error 5 message. The medical affairs specialist spoke with the pt to obtain additional info. The pt reported that the meter started prompting the error 5 message at 6/05 at 4pm and was unable to test again. At 6 pm they administered they set amount of 24 units of humalog insulin and ate supper, without attempting to test. Later that evening, they began feeling dizzy, shaky, sweaty, and experiencing a headache. Due to their symptoms, they contacted their nurse at 11:30 pm and was advised to take 15 to 18 units of humulin n, ratheter than their set 34 units. The pt regularly contacts their physician or nurse to inquire about number of insulin units of insulin units to take if their blood glucose levels are "too low" or "too high". Their family member, also a nurse, gave their orange juice, bread, and cheese. The following morning the pt was still feeling sick. Their family member had found them in and out of consciousness. Since the meter had been prompting the error 5 message, they did not attempt to test on the reported meter, results of 38 mg/dl and 40 mg/dl were obtained on the family member's meter. They administered sugar tablets and contacted 911. The paramedics arrived within a few minutes and obtained a 28 mg/dl on their accucheck meter. Treatment was administered intravenously during their transport to the hosp. Their blood glucose levels were observed for 20 hours in 15-minute intervals and treated intravenously. Blood glucose results from the hosp were unk. The meter, test strips, and control solution were replaced.